Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"On (B)(6) 2015: surgery from tsa to rsa due to rct was done./ (B)(6) 2015: shoulder dislocation (no surgery, manual reduction) / (B)(6) 2015: insert and sphere were replaced due to instability. Latissimus dorsi transfer was done. / (B)(6) 2017: shoulder dislocation (B)(6) 2017: insert was replaced. The surgeon thinks that loosening of deltoid muscle has caused the shoulder dislocation. "

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.